Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the left part of the footspring where the headspring attaches is torn off. The head spring bent and cracked when left part of the footspring broke off.